Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds) and the related device. The wds was loaded inside the was. The device was bloody and the valve was fully closed. There was 9mm of the implant was sticking out of the sheath. The implant was deployed during lab analysis. The hub, valve, sheath, tip, and core wire were microscopically, tactile and visually inspected. Inspection revealed core wire bent 3 cm from the tip, anchor damage, tip damage (abrasions/tricuts flared/slight separation of layers/crushed), and sheath damage (abrasions). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-01931. It was reported recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and then a 33mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was positioned and deployed. However, the closure device landed too deep so they attempted a partial recapture which was not successful. Full recapture was noted to be very difficult. Several attempts were made to recapture and the anchors of the implant went through the sheath. However, the device was contained within the system when it was removed from the patient. The procedure was completed with another wds and was. There were no patient complications reported. The patient¿s condition is stable.